Event description:
I had the essure procedure done in my gyno's office. I also went back 3 months later and had the dye test done to make sure that it was placed properly and everything was sealed. I was told that the procedure was effective and I could rely on it as my form of birth control. That the dye test showed 100% blocked tubes. Therefore, I stopped taking my oral birth control. My husband and I were shocked to find out that I was pregnant some months later. This product should not be marketed as permanent birth control, as it is not. I've followed the procedures exactly, making sure to go back for the dye test but it failed. This is a completely false hope for women looking for permanent birth control. The FDA should not let this product remain available in the capacity it is being told to women it is for. It is not permanent birth control. More, un-biased testing should have been performed. The healthcare professionals or doctors need to take some of the blame too as this product was forcefully promoted by my gyno's office.